Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection. Subsequently, this lead, along with the entire system were explanted. It was noted that the system was explanted via mechanical/laser technique. This lead, the associated device and the right ventricular lead were kept by the hospital for further testing of the infection. The patient is pacing dependent; therefore, a temporary pacemaker and rv lead were implanted on the right side, which have since been removed and replaced with a permanent defibrillator and rv lead which were also implanted on the right side. No additional adverse patient effects were reported. Due to infection, this lead will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.